Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: ileocecal anastomosis. According to the reporter: post op 5 days (pt was still hospitalized). Pt was returned to the operating room with peritonitis and a re-op occurred. The surgeon found the anastomosis had fallen apart. Surgeon had to hand sew the entire anastamosis. To date: pt is still hospitalized but in stable condition.